Event description:
It was reported the patient had an implantable neurostimulator (ins) replacement and impedances in the operating room with the new ins showed electrodes 0 and 3 were 66 ohms. It was noted that impedances pre operation were normal. It was further noted the ins was checked again after the surgery and the impedances were normal when the patient¿s original parameters were programmed into the new ins. The reporter stated that when the patient went to leave the hospital they stood up and felt a burst of stimulation on their entire right body. The reporter further stated they advised the patient to lower the stimulation amplitude. It was noted the patient walked around and they did not get the overstimulation feeling. It was further noted the patient was still receiving therapy and the manufacturing representative would follow up with the patient on (B)(6) 2013. The reporter stated that if the patient was still complaining of the issue they would program around it. Additional information received reported the patient was having their ins replaced due to normal battery depletion. It was noted that impedances were all within normal limits prior to going to the operating room. It was noted that impedances were checked when the patient was sitting up. It was further noted that during surgery contacts 0 and 3 were 67 ohms. The reporter stated that the system was disconnected and reconnected several times and low impedances were still measured. The reporter further stated the ins was programmed and impedances were checked when the patient was in the laying down position and the impedances were still low. It was noted the patient¿s healthcare professional (hcp) decided to open the patient and implant another ins. It was further noted that impedances were checked again and impedances were still low. The reporter stated the hcp decided to close the patient and the patient went to the recover unit. It was noted the ins was then turned on and programmed. It was further noted that impedances were checked again when the patient was in a transition or reclining position and contacts 0 and 3 had normal impedances. It was noted the patient was not using contacts 0 or 3. It was further noted the patient had been programmed with 2/3 since 1999 and had great benefit. It was noted that when the patient stood up to leave they felt a jolt and possibly overstimulation. It was further noted the patient¿s stimulation was decreased from 3.2v to 2.7v. The reporter stated the patient was now fine when they got up and moved around. It was noted the patient was programmed at 2.7v, 90 pw, 185 rate, with 554 therapy impedances. The reporter stated the ins connections looked good. The reporter further stated that they possibly tugged on extension to connect and that caused the issue with the lead and extension. Additional information received reported that there was an impedance error when implanted. It was noted the impedance issue was 0/3 was low at approximately 66 ohms. It was noted that there was no patient death and the patient status after the device was removed was recovered without sequela. Additional information was requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178-2013-24119.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387-40, lot# l75546, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# l66300, implanted: (B)(6) 1999, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient followed up with the doctor in their ¿december deep brain stimulation (dbs) clinic¿ and the patient stated that she was receiving therapy and did not wasn¿t any adjustments made at that time. It was noted that from time to time the patient got a ¿small burst¿ of overstimulation. It was noted that the patent¿s impedances were reading low. It was noted that it was showing an intermittent short. It was noted that sometimes it would show normal and sometimes it showed low. It was noted that at the time of report the patient was happy with her control and felt she did not want any changes made. It was noted that in the future they would program around the contacts causing the short. It was noted that if this did not resolve the patient would have to go into surgery and have the extensions replaced.